Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60 device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired and with seven b-formed staples on the cartridge deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a right hemicolectomy procedure, the device fired twice successfully. On the third firing, the third firing stroke the device locked and could not be removed from the tissue. A scalpel was used to cut around the device to remove it. There was no adverse consequence to the patient reported. The dr. Used a cold scalpel to cut distal and proximal to where the stapler was locked on the bowel and then he did a hand-sewn anastomosis. The patient was in stable condition after the procedure.